Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported the patient circuit test failed due to a check valve leak; check valve 3 failure. Patient involvement and harm is unknown.

Manufacturer narrative:
The fse evaluated the device while onsite and reported he found check valve 3 was separated. The fse replaced check valve 3 to address the reported problem. The device passed est and all testing successfully. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and if there is a relationship of the device to the reported problem.

Event description:
The fse reported the customer stated the device would not pass est; the patient circuit test failed due to a check valve leak; check valve 3 failure. Patient involvement and harm is unknown.